Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer hybrid wire guide (device 1 of 2) through the intraductal exchange port of a cook endoscopy fusion extraction balloon. During use, the coating on the distal tip of the wire guide became damaged. The wire guide was removed and a second tracer hybrid wire guide (device 2 of 2) was used through the proximal wire port of the fusion extraction balloon. During use, the coating on the distal tip of the wire guide became damaged. The wire guide and extraction balloon were removed from the endoscope. Another wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. For suspect medical device information on device 2 of 2, see report 1037905-2008-00045.

Manufacturer narrative:
Evaluation: our evaluation of the returned devices confirmed the report as it was described. For device 1, the wire guide coating has split 16 cm from the distal end. The coating has folded onto itself, exposing 8.5 cm of the inner wire. For device 2, the wire guide coating was split 17 cm from the distal end. The coating has folded onto itself, exposing 4.5 cm of the inner wire. No portion of the wire guide coating is missing from the devices. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for the tracer hybrid wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to damage to the wire guide coating. Resistance in transversing a difficult stricture could have contribute to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rate. Customer quality assurance will continue to monitor for complaint trends.